Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a legal representative of a patient reporting that spinal cord stimulation trial in august of 2015 resulted in spinal hematoma that left the patient paralyzed. It was reported that prior to the trial, patient had a history of chronic back pain. Patient had undergone several surgical procedures to the lumbar region of their back, along with multiple injections and other therapies, all of which were unsuccessful. Prior to the trial, patient also had a history of atrial fibrillation, a condition which causes an irregular heartbeat (arrhythmia) that can lead to blood clots, stroke, heart failure and other heart-related complications. As a result of the patient's irregular heartbeat, patient had been prescribed and was taking coumadin, a blood thinning medicine used to treat blood clots and to reduce the chance of blood clots forming. On or about (B)(6) 2015, a trial procedure was performed around patient's thoracic spine. Prior and in preparation for the trial procedure, under the direction of healthcare professional, patient discontinued taking coumadin and began taking lovenox, another anticoagulant (blood thinner) medication used to treat and prevent deep vein thrombosis and pulmonary embolism following certain types of surgery. An appointment was scheduled for (B)(6) 2015 to remove the trial devices following trial period. On or about (B)(6) 2015, at the direction of healthcare provider, patient resumed taking prescribed anticoagulant/blood thinner medication. On that afternoon, patient began to experience excruciating back pain in the location of the implant, and the pain worsened into that evening. Later in that evening, patient's spouse called manufacturer representative (rep) to report the severe back pain. The rep called implant physician and reported the back pain symptoms. Trial implant physician did not contact patient, rep told patient they had communicated with the physician and the physician recommended patient to take a muscle relaxant medication and have their back massaged. Patient followed the advice, nonetheless, the back pain worsened. Patient's back pain continuing to worsen, patient called the rep and discussed whether they should go to emergency room. Rep advised patient that trial implant physician had indicated that if they went to emergency room, the doctor at a local emergency room would likely remove the trial device and thereby effectively terminate the stimulator trial. The rep scheduled to meet with patient the following day, (B)(6) 2015. Patient continued to suffer significant pain on (B)(6) 2015. The patient met with another manufacturer representative as scheduled the day prior. The rep inspected the location of the implant and determined that the device was set correctly. Following that meeting with the rep, patient's pain continued to increase. On the evening, the pain had become unbearable and patient went to emergency room. A lumbar MRI was performed but that could not reasonably be expected to provide diagnostic information concerning the cause of patient's lower extremity neurologic symptoms, given the fact that the leads for the trial were placed in the thoracic spine. Patient lose feeling and control of their lower extremities. At the medical center on (B)(6) 2015, at approximately 1:05 am, patient reported a change in sensation in their back and legs, including a loss of feeling in their legs. Not until approximately 4:35 am that physicians at the medical center learned that leads were implanted superior to t8 and that, therefore, a thoracic MRI was required. A thoracic spine MRI was not conducted until approximately 5:30 am and 6:1 9 am on (B)(6) 2015 (more than 4 hours after the patient presented to the emergency room), revealing a large thoracic epidural hematoma with cord compression. The thoracic MRI identified a mass at t4-8 severely impinging the thoracic cord that was "likely" related to hematoma from the device placement. On or about (B)(6) 2015, the facility did not have a neurosurgeon available to perform a multilevel laminectomy necessary to evacuate the epidural hematoma and relive the pressure on patient's spine. Patient was transferred to another hospital for emergent spinal cord decompression. Upon admission, physicians ordered MRI of patient's spine and diagnosed severe impingement of thoracic spinal cord caused by an epidural blood clot. The trial devices were removed and a series of laminectomies were performed to remove epidural blood clots from the spine. By that time, patient had suffered severe and permanent personal injuries including, but not limited to paralysis. No further complications were reported as a result of this event.